Event description:
Reference number (B)(4). Event occurred in the united states. This MDR is being submitted for an unknown number of devices in which the issue was experiences. On (B)(6) 2024 , reported that patient faced infusion set tubing detached from connector. The blood glucose level was 482mg/dl. Therefore, patient was treated with multiple daily injection. Infusion set has been used for 6 hours. No further information available.